Event description:
It was reported that the bd maxguard multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter: the leuer end of the bd maxplus tri-fuse extension set was cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp9220-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Manufacturer narrative:
It was reported by customer that the luer end of the bd maxplus tri-fuse extension set was cracked. Two samples were received for quality evaluation. Visual inspection of the samples indicate that the male luer adapter securement collar was cracked. The customer complaint of component damage was confirmed. Based on the information provided and the analysis of the samples received, the root cause of the cracks in the luer collar are caused by using alcohol / antiseptic on the corresponding connection and not allowing for a sufficient time to dry. This causes the plastic to become brittle and crack. The supplier has been contacted and the bd clinical team has been made aware in case further training or information is deem necessary. A device history record review for model mp9220-c, lot number 25019330 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.